Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a meniscus suture procedure, the fast-fix 360 t1 implant was inserted and when deploying t2, it failed to deploy. T1 was removed from the patient with a suture grasper. Surgery was completed with a back-up device instead. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H10 h6: the reported device was received for evaluation. A visual inspection revealed three devices were returned without the t1, t2, or suture. The needle assemblies are bent, and the actuator is in the pre-t1/post-t2 position. The fourth 72202469 device has the t1, t2, and suture on the device. The needle assembly is severely bent. Bio debris is present on all four devices. A functional evaluation was performed on the returned device and found two devices will cycle but the actuator attempts to stick at the tip and requires persistent manipulation before returning to the next pre-deployment position. One device will cycle as intended. The fourth device cycled the t1 off of the device but stuck at the tip of the needle due to the severely bent needle assembly. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.